Event description:
The patient was implanted with a stimq neurostimulator on (B)(6) 2021 and had slow healing of the receiver pocket incision. When the incision was almost closed, the patient fell asleep next to a fire and burned the new skin off and again was healing very slowly. In late (B)(6), the patient began to see fluid/pus and was draining it themselves at home daily. The patient went to see their physician and was prescribed antibiotics. Also in early (B)(6), the wound looked better and did not seem to be draining any longer however the physician opened the incision, cleaned the wound with antibiotic wash, removed anchor sutures and replaced them with clean sutures to encourage healing on (B)(6) 2022. The patient is waiting for the incision to heal before resuming use of the device.

Manufacturer narrative:
The topic: surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review implanting an expired stimulator, not prepping the skin with antiseptic solution, not irrigating the site before closure, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the clinical representative disclosed the patient touched the wound and had a fire accident affecting the skin where the pocket was created. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound not healing and infection is due to patient non-compliance to wound care (user error - patient).